Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering in image was caused by faulty cable unit. However, the most probable cause for water leakage in cable cap unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flickering image, water leakage from cable cap unit and faulty cable unit. There was no patient involvement.